Manufacturer narrative:
Note : product reference 4430095 is not cleared for sales in the USA, but similar product reference 5430095 is cleared under #510k130576. Batch history review : we have checked the manufacturing file of the batch nr m0153500 of celsite access ports which complies with our specifications and does not represent any discrepancy. No other similar incident has been declared to us on this batch of 30 access ports released in february 2013. Investigation results: we received for investigation one celsite st305v access port from batch nrm0153500 with its catheter, still connected to the access port housing with a connection ring. The catheter is broken into 2 pieces: the proximal part of the catheter, still connected to the access port housing, is 8.4cm long, the distal part of the catheter is 16cm long. The catheter rupture facies is rough; the catheter is flattened/ovalized. This proves that the catheter was angled/fold at this level. The returned device was measured. Its dimensions are compliant with specifications. X-ray pictures examination: x-ray picture 1: taken on (B)(6) 2015, the catheter is implanted via the jugular vein, it is about 21 cm long. An acute angle is visible at the entrance of the jugular vein. X-ray pictures 2 and 4: we can see a piece of the catheter in the patient's heart. X-ray picture 3: taken after the catheter removal procedure. No catheter is visible on the x-ray picture. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture after 5 years of implantation results from its acute angle at its entrance into the jugular vein. This is a known complication of a long term access port implantation. This is a rare incident, no corrective action is envisaged at the moment.

Event description:
Patient went for chemotherapy on (B)(6) 2020. Nurse attempted to flush the port before administering chemo. During flushing, patient complained of pain and there was swelling (bulging) on patient's neck. The needles were then removed and chemo was given through brannula. Patient was sent for CT scan on (B)(6) 2020. CT pictures showed catheter is fractured and had migrated into the right atrium. Dr immediately planned for snaring of catheter on the (B)(6) 2020 and the port was removed together.